Event description:
Patient (pt) is a g2p0 at 36 weeks gestation for cesarean section (c/s) due to (d/t) placenta previa. Pt presented to triage with vaginal bleeding and decision was made to proceed with c/s. While inserting the patient's foley catheter the balloon did not blow up when inflated with saline.